Event description:
The initial reporter complained of questionable elecsys total psa immunoassay results for 2 patients tested on cobas e 411 immunoassay analyzer for patient 1 initial tpsa < 0.02 ng/ml with a data flag repeat result of 28.58 ng/ml for patient 2 on (B)(6) 2019 the initial tpsa < 0.02 ng/ml with a data flag repeat result of 1.54 ng/ml. Patient 2 is a (B)(6) male with a date of birth of (B)(6). The erroneous results were reported outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The tpsa reagent lot was 35108001 with an expiration date of 31-dec-2019. Qc data was acceptable and gave no indication of a reagent or instrument issue. The centrifuge spin time was shorter than the sample tubes manufacturer's recommended guidelines. The field engineering specialist was unable to determine a root cause. The customer performed precision testing with patient 2's sample and the results were acceptable. The precision run results were as followed (units: ng/ml): 1.51, 1.52, 1.55, 1.53, 1.42, 1.52, 1.49, 1.52, 1.53, and 1.53. The investigation did not identify a product problem. The cause of the event could not be determined.